Manufacturer narrative:
No product returned for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Contact was able to load a cartridge successfully on the pump.